Manufacturer narrative:
This is the same event as 3010536692-2016-00413.

Event description:
Allegedly the patient was revised due to the following mom complications: elevated cobalt levels; as well as pain and a fluid collection around the affected hip (revealed on an MRI) -(right).